Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 203.4 iu/ml and 205.2 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Email received from customer alleging a false negative urine hcg result. Customer ran a patient sample and in four minutes the results were negative using lot #hcg5030254 exp: 2017, 02. Five to ten minutes later results changed to positive. They ran a second patient test and the results were positive within four minutes. Patient's last menstrual period was (B)(6) 2015. No serum testing were performed. No reported adverse patient sequela.